Event description:
Conmed linvatec full radius resector, left metal shavings in the patients operative knee-(B)(4) lot 101776. The regional manager was called. (B)(4) stated he had seen this happen with other companies' shavers as well. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: arthroscopy.